Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the patient line tubing. Contact reported customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) and a manual injection was delivered to address bg levels. During troubleshooting with tandem technical support, it was recommended that customer change all pump supplies; however, contact only wanted to change the tubing and infusion site. Contact was guided through changing infusion site, tubing, and advised to watch for any air bubbles should they recur. Contact acknowledged.